Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# va1125e043, product type: screening device. Product ID 977d260, lot# va12dpn024, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was exudate from the lead site. Infection was not present. The exudate was most likely the result of skin reaction to the leads.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. There was no existing or suspected infection.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was exudate. The outcome was ongoing. Interventions included administering medications. The patient was given bactrim ds x 10 days. Later the bactrim was switched to clindamycin 300 mg tid x 30 days. Upon trial lead pull, white firm exudate drained from lead sites. There was redness and blanching around the site. The etiology was noted as related to the device or therapy and related to the implant procedure. The etiology was noted as related to the lumbar site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.